Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. On (B)(6) 2007 she had another procedure and coloplast aris transobturator sling and bs mesh were used to treat stress urinary incontinence. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, dyspareunia. (B)(4) ¿ urinary/bowel problems.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, symptomatic pelvic prolapse with defecation dysfunction and a mesh was implanted. Concomitantly the patient underwent an abdominosacrocolpopexy, burch abdominal perivaginal repair, perineorrhaphy.